Event description:
It was reported in clinic that the patient's implantable cardioverter defibrillator (ICD) was found in backup vvi due to event queue overflow. The ICD was successfully restored. There were no patient consequences.